Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter entirely migrated to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years nine months later, pelvic venogram and right lower extremity venogram was performed and it revealed inferior vena cava was chronically occluded with an inferior vena cava filter in place. The vena cava superior to the inferior vena cava filter appeared to be patent. Thrombolysis therapy was initiated. On next day follow up venogram was performed and it demonstrated chronic thrombosis of the right femoral veins and the right iliac veins. Chronic thrombosis of the inferior vena cava with an inferior vena cava filter present. No interval improvement after infusion of thrombolytics. Approximately, ten years nine months later computed tomography revealed that there was filter in the infrarenal inferior vena cava. The inferior vena cava was quite small in this region and likely occluded. The tip of the filter was approximately 4.5 inferior to the lowest renal vein. The filter was well centered in the small inferior vena cava. There are 3 structures which appear to be outside the inferior vena cava in the retroperitoneal fat posteriorly. Therefore, the investigation is confirmed for perforation of inferior vena cava(ivc). However, the investigation is inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 02/2011),g3,g4. H11: h6(method and result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter entirely migrated to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.